Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter indicated that the pump had short battery life and noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black revealed no evidence of excessive battery usage. A battery compartment crack was observed during evaluation. There was no evidence of moisture within the battery compartment. A battery cap was not returned with the pump; a test battery cap was used for further testing. The test battery cap was able to properly secure to the battery compartment; a power loss did not occur during investigation. The pump¿s electric draws were found to be within specification. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.